Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door kept failing. Customer tried to recover the door; it opened but clicked several times and then failed on the screen. After a couple of retries, recovery was successful. However, the door failed again when a nurse attempted to remove a medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the door keeps failing. A field service engineer (fse) verified the issue and tower door 2 was confirmed to be double-clicking, the latch micro switches were cleaned and greased, the system rebooted with firmware updates completed, and functionality was tested in hardware test application with customer inventory performed successfully. The system functioned as intended after the field service engineer troubleshot the device.